Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump not primed warnings due to a low, non-zero force. A prime sequence and 24 hour duration test were successfully completed with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.